Event description:
A male pt who was outside of cook's indications for use due to extremely calcified and very small (approx 4.5mm) access vessels, underwent aaa repair in 2008. The physician spent approx two hours performing endarterectomy and felt he had cleaned enough so started putting wires and catheters in. Above the access vessels there was still a lot of calcium that was going to cause difficulties for passage of the device. The physician passed the dilator up and had trouble. The physician decided to move forward with the procedure. The device was prepped, put on the wire, and the physician had made a flank incision to assist getting into the aorta. Then the iliac tore so the pt was converted to an open surgical repair. The pt woke up the next day with an ischemic bowel and expired later that day.

Manufacturer narrative:
Add'l info: this device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically warns to consider the degree of vascular calcification in the pre-implant determination. No product was received to assist in this investigation. An internal clinical review indicated the event was due to user error as the pt's anatomy was outside of cook's indications for use. We will continue to monitor for similar events.